Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an event that occurred on (B)(6) 2026. The customer called in to request for an investigation into the programming entries between the hours 1740 till 1:00 am of the (B)(6) 2026. There was patient involvement, but no harm. The customer provided the following additional information. The customer had reached out to see if the pump history could be pulled for a heparin drip as well as other parameters (stops, starts, rate changes, etc.) To determine "user opportunity," and not an equipment issue. The medication was a heparin drip that was started at 17:40 on (B)(6) 2026 with an intended infusion rate of 13 units/kg/hr and a bag volume of 500 ml.